Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was also noted that the bearings were worn out and corroded and the nose tube could not be disassembled from the nose cone. It was determined that the failed cutter insertion was caused by the bearings being worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that the bearings were no longer in axial alignment which did not allow the cutter to pass through. It was determined that the drilled tip was caused by the cutter not being improperly loaded into the attachment and then installed onto the drill, the cutter did not seat properly in the locking chamber. It was determined that the attachment could be forced into position which placed the distal tip of the cutter in compression. At this point, the tip of the cutter was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the cutter drilled into or through the neuro tip. The nose tube could not be disassembled from the nose cone due to corrosion. The bearings being worn out and corroded as well as nose tube and cone corrosion is consistent with normal wear over time. The assignable root cause was determined to be due to wear from normal use over time and user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the device had a drilled neuro tip; and that it failed cutter insertion. It was noted that the cutter could not be fully inserted into the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.